Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device misfired and stapled on one side and not the other. They used another device to complete the case. No pt consequence reported.